Manufacturer narrative:
The other complaint source is (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was unpacked on (B)(6) 2017. According to the complainant, while unpacking a foreign matter was noted inside the sterile pouch. There was no procedure nor patient involvement.

Manufacturer narrative:
Investigation results: an interject needle was returned for analysis. A visual evaluation of the returned device found that a filament/hair was found inside the sealed pouch. The complaint of foreign matter found inside the pouch was confirmed. Based on the information available and the analysis performed, the most probable cause for the complaint event will be "manufacturing execution error¿ as the manufacturing process was not executed as validated/as designed. There is an investigation to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was unpacked on (B)(6) 2017. According to the complainant, while unpacking a foreign matter was noted inside the sterile pouch. There was no procedure nor patient involvement.